Manufacturer narrative:
Medwatch sent to FDA on: 28/jun/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted separation of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related, as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage or this breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Another breakage was noted in the band buckle which appears to have been caused by a sharp instrument. A piece of buckle material was missing and a small piece of the end plug was sutured and tied to the buckle. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicated no leakage at the port or shell of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as a leak with the lap band removed and replaced. Follow-up findings: average fill was 1 to 1.5 cc of saline, there was no fluid retention and patient had no restriction. When the lap-band was removed, the shell was empty of fluid.